Event description:
The account alleges that with the brake engaged, the casters are able to swivel.

Manufacturer narrative:
The tech replaced the brake caster, the brake/steer caster, and two bushing/bearings, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.